Event description:
Procedure: unknown. Reportedly, after firing the instrument, confirmed there was no bleeding and the operation was finished. After the surgery, the pt's, condition changed and the open re-operation occurred. It was then confirmed the distal staples would be malformed. Pt status unknown at this time.